Manufacturer narrative:
This product is not marketed in the us. Visual inspection found iol was inadequately rotated inside the triangle part of the nozzle and the rod passed over iol. There was no irregularity found on injector and iol, all met criteria. (B)(4).

Event description:
The reporter stated that opon handling the rod of a ks-ni2 aq310ain, 13.5 diopter preloaded injector. The lens rotated and became blocked. The surgeon stopped using the lens and the surgery was cancelled. There was no patient contact.